Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for high blood glucose levels and that the insulin pump had alarmed no delivery. The blood glucose reading was 587 mg/dl during the first hospitalization, and it was 543 mg/dl during the second. At the time of the event, the customer complained of nausea, vomiting, and high ketones. In the hospital, he was treated with a manual injection, intravenous insulin drip, and a reprogramming in the temp basal rate. The customer's guardian stated that the device was not delivering boluses properly. The customer was reported to have started going into diabetic ketoacidosis before treatment. The customer was wearing the insulin pump at the time of hospitalization. Upon troubleshooting, it was found that insulin exited the tubing during a manual prime and no leak was noted. Unable to complete troubleshoot. The customer requested to return the infusion set and observed a bent cannula. Nothing further reported.